Manufacturer narrative:
Medrad service representative checked injector with no problems found. Medrad applications representative performed additional applications training.

Event description:
Hospital reported 2 - 3mls of air on images. Patient expired. Patient was a "do not resuscitate" patient. Earlier in the day, the patient was involved in a bicycle accident and in bad shape.